Manufacturer narrative:
Age at time of event: patient was (B)(6) years old at the time of enrollment. Initial reporter address: (B)(6).

Event description:
It was reported that occlusion and stent recoil occurred. On (B)(6) 2020, prior to enrollment in the saval study, subject was implanted with three 6x120 eluvia self-expanding drug eluting stents in the left superficial femoral artery (sfa). On (B)(6) 2020, subject was hospitalized due to an unrelated event of bleeding in the bladder. During diagnosis, occlusion of the left sfa was noted. On (B)(6) 2020, 90% stenosis was noted in left peroneal artery with reference vessel diameter of 2.5mm and 40mm length was treated via aspirating a large amount of thrombi which decreased gradually except during the stent displacement, which was again aspirated. Further, ivus images showed severe stenosis in distal proximal popliteal artery (ppa). Aspiration along with balloon angioplasty with a 5mm x 120m non-boston scientific balloon was performed to sfa and ppa. Additionally, dilation was performed using 2.5mm x 200mm non-boston scientific balloon to peroneal and popliteal artery. Follow-up images showed severe stenosis in distal sfa, and the subject also had eluvia stent re-coil due to thrombus for which as a treatment, a 5mm non-boston scientific stent was implanted and dilated with 5mm non-boston scientific balloon. Cfa was dilated using 6mm x 150mm drug coated non-boston scientific balloon. Final angiography revealed, no flow in sfa due to suspicion of peripheral emboli. Hence, urokinase and alprostadil were administered intra-arterially. Subsequently, left ata was dilated using 2.5mm non-boston scientific balloon. Post procedure revealed 0% residual stenosis with no complications.